Event description:
It was reported to philips that the x-ray image froze on the screen, requiring the team to bring in a mobile c-arm to continue the procedure. The system was in clinical use during the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.